Event description:
It was reported that the patient experienced inappropriate therapy due to the right ventricular lead oversensing. There were about 5000 short interval counts (sic) logged and the electrogram (egm) showed noise on the ventricular channel; a lead integrity alert was triggered. The lead had a possible fracture and also had high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).